Event description:
It was reported that a catheter issue occurred. The target lesion was located in a mildly tortuous and mildly calcified vessel. Following pre-dilation of the lesion, a non-boston scientific stent was placed. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion. However, the catheter became stuck on a stent strut. The catheter was released by slightly adjusting its orientation and was then withdrawn without difficulty to successfully complete the procedure. There were no patient complications.